Event description:
It was reported to philips the touchscreen had an issue. There was no patient involvement or harm. This event was reported to have occurred outside of clinical use. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).

Manufacturer narrative:
H10: the authorized service provider (asp) stated the device was not repaired. The resolution and disposition are unknown. Based on the information provided and service performed, the customers alleged malfunction was unconfirmed to have failed to meet specifications. Based upon the information provided, root cause cannot be determined in assessment of this complaint due to lack of further information furnished by the customer.